Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge was intermittently inaccurate across multiple cartridges. Customer's blood glucose reached 150-400 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.